Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to shorted wires in the cable. The root cause for the shorted wires could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages.